Manufacturer narrative:
On 05/17/2021, the distributor report that the affected set was discarded by the user and will not be returned. The reported issue could not be confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2020-00057).

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 12/28/2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on (B)(6) 2020 and stated "that an administration set model bx-70071-d lot 1811011 is leaking right below the drip chamber." The distributor also reported that "this is the third complaint from this customer of this type. She is told me she is boxing the set up and sending it." The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured. The contract manufacturer of the device is podo xingda ((B)(4)) medical co. Ltd.